Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
Vista basic pump did not alarm for air that went past pump to patient, on a couple of occasions infusing cisplatin and leucovorin the pump did not alarm for air almost reaching the patient. The three serial numbers were reported as (B)(6) (3 events), (B)(6) & (B)(6). Two of the pumps malfunctioned one time, and one of the pumps malfunctioned three times. Report for serial # (B)(6).